Event description:
Information received by medtronic indicated that insulin pump alarmed pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. The displacement test was passed. Customer stated that the insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged insulin pump error 43 on event date (B)(6) 2022. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment. Unit successfully downloaded using thus software. No pump error 43 noted during testing, however, a pump error 43 was confirmed on the history/trace file on (B)(6) 2022 21:55:00.000. Motor was tested outside of the device and passed. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb1. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage and damaged display window cover. In summary, customer pump error 43 was confirmed in the history/trace files, problem isolated to motor. Moisture damage noted on pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.